Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, implanted (B)(6) 2009; d334trg ICD, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that review of the stored electrogram showed some t-wave oversensing (twos) in the right ventricular (rv) lead and possible atrial oversensing on the right atrial (ra) lead. One high rate non-sustained tachycardia episode shows non-physiologic cycle lengths that could be double counting rather than noise. The rv lead was capped and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.